Manufacturer narrative:
Aps1 card, reinstallation of the computer's windows (operating) system. In conclusion, reinstallation of the computer's windows (operating) system and replacement of the aps1 (zap or burn circuit) card resolved the reported issues. (B)(4).

Event description:
The affiliate stated the customer reported the instrument computer did not respond and generated an execution system error (exe error) message involving the coulter lh 750 hematology analyzer. A beckman coulter field service engineer (fse) assessed the instrument and discovered a blocked white blood cell (wbc) aperture and no zap aperture voltage. The fse reinstalled the computer's windows (operating) system to resolve the computer lock-up issue and replaced the aps1 (zap or burn circuit) card to resolve the zap aperture issue. No erroneous patient results were generated associated with this event. Patient care was not impacted. The instrument was returned to normal operation.